Event description:
During a tracheostomy procedure, when the surgeon was reportedly incising the trachea with electrocautery there was a bright yellow-white flame. Anesthesia notified immediatelly-pt was disconnected from vent and ett removed. Flames extinguished by irrigating the incision. Tracheostomy completed to provide patent airway.